Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip became caught in the chordae and deployed at that site. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (fmr) grade 4. One mitraclip was implanted without reported issue. A second mitraclip delivery system (cds 60908u117) advanced to the mitral valve. The clip had then caught the primary chordae of the anterior mitral leaflet on the anterior 2 (a2) and posterior 2 (p2) side. Despite troubleshooting maneuvers, the clip was unable to disengaged from the chordae. The clip was deployed on the chordae. The mr had been reduced to grade 2. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported entrapment of device or device component in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The reported patient effect of foreign body in patient appears to be related to the procedural circumstances of the clip becoming entangled in the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.